Event description:
It was reported that when the customer attempted to draw air out of the cartridge, it wouldn¿t stop drawing air. There was no adverse impact to the customer¿s blood glucose level. The customer switched to another cartridge, successfully loaded it, and resumed insulin.